Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 404 mg/dl. Reportedly, the site was changed and insulin delivery was resumed. Tandem's technical support reviewed t:connect pump data and found no occlusion alarm on or around the event date.